Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was clogged during use. The following information was provided by the initial reporter, translated from (B)(6) "blockage of the joint occurred in ICU".

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a view of a used q-syte only which has traces of a yellow substance in the inner wall of the top and bottom body of the device. Through the visual observation of the device, no damage was revealed. Unfortunately, blockage of the fluid path cannot be verified without the testing of the actual unit. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A DHR review cannot be conducted because a lot number is not provided. H3 other text : see h10.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was clogged during use. The following information was provided by the initial reporter, translated from chinese: "blockage of the joint occurred in ICU".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 09-sep-2022 h6: investigation summary our quality engineer inspected the samples and photograph submitted for evaluation. Bd received one photograph which displayed a view of a used q-syte only which has traces of a yellow substance in the inner wall of the top and bottom body of the device. Through the visual observation of the device, no damage was revealed. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Three miscellaneous 3-way stopcocks with a q-syte unit attached to each stopcock were also returned for the investigation. The stopcocks were connected to each other. The device was taken apart by disassembling the q-sytes from the connectors. Upon inspection of each unit, no occlusion could be found on the q-syte units nor on the 3-ways stopcock. A syringe was used to flush water in each q-syte before and after disassembly and no clog could be identified. Further, each q-syte was disassembled to verify potential bondage or missing slit on the bottom disks that could have contributed to fluid blockage and none of these could be confirmed. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was clogged during use. The following information was provided by the initial reporter, translated from chinese: "blockage of the joint occurred in ICU"